Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023 . On (B)(6) 2023 , the patient had a headache and was sweating. The cgm was reading 400 mg/dl adn the patient took insulin based on the cgm value. The patient was taken to the hospital and their bg was 600 mg/dl. The patient was admitted to the intensive care unit and continued insulin treatment. The patient was discharged from the ICU on (B)(6) 2023 . At the time of the report, the patient recovered from the event and was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.